Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient had a spinal hematoma at the lead site and above, and as a result the patient was experiencing bilateral leg weakness. Surgical intervention took place where the ipg and paddle lead were explanted to address the issue. The hematoma has resolved, and the leg weakness has improved. The manufacture representative will not be recovering further updates regarding the status of the hematoma or the leg weakness.